Event description:
On 03/20/2026, it was reported that the button broke on the device, which has made it unusable. The device was delivered to the patient and was first used on (B)(6) 2024. The incident occurred on (B)(6) 2026. The patient reported the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference#: (B)(4).